Manufacturer narrative:
This system was used for treatment. Kit lot d153 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trends were detected for complaint category pressure dome membrane leak or alarm #45: red blood cell pump alarm. However, a corrective and preventive action has been initiated for pressure dome membrane leak. This assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned.

Event description:
Customer called to report system pressure dome leak, noted at the end of the procedure. Customer stated they completed the treatment procedure successfully. After patient was disconnected, they noted dried blood on the system pressure transducer when the dome was removed. Customer stated she inspected the pressure dome and did not see any slits or openings in the membrane at first, after some manipulation they noted a slit. Customer stated patient was stable at the end of the procedure and that there were no alarms during prime and there was only one alarm, a red blood cell pump alarm early on during the procedure, which customer was able to clear. Customer stated no service is required, as this was a very small amount of dried blood and they were able to clean it up. Customer will not return product for investigation.